Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion breakage') and device dislocation ('migration of essure device location of device: fallopian tubes') in a 28-year-old female patient who had essure (batch no. A46104, a45104) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included obesity. Previously administered products included for to prevent pregnancy: nuva ring from (B)(6) 2011 to (B)(6) 2012 and depo provera from 2008 to 2009. Concomitant products included nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pain-pelvic/chronic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 5 years 9 months after insertion of essure. On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced the first episode of abdominal pain ("abdominal pain"), psychological trauma ("psychology injury") and the second episode of abdominal pain ("abdominal pain"). The patient was treated with surgery (robotically assisted laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, psychological trauma, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, female sexual dysfunction, depression, anxiety, migraine, dysmenorrhoea and fatigue outcome was unknown and the pelvic pain and the last episode of abdominal pain had resolved. The reporter considered anxiety, depression, device breakage, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage, vaginal infection, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: plaintiff received treatment for pain. Current weight 140 lbs. Discrepancy noted in date of insertion (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Most recent follow-up information incorporated above includes: on 20-mar-2020: plaintiff fact sheet received. Lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti & vaginal, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression and mental anguish, migraines / headaches, dysmenorrhea (cramping), fatigue, abdominal pain, did not undergo confirmation test. Onset data of event device dislocation, device breakage, pelvic pain were updated. Concomitant drug,~medical history, historical drug, were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion breakage') and device dislocation ('migration of essure device location of device: fallopian tubes') in a 28-year-old female patient who had essure (batch no. A46104-not valid, a45104) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included obesity. Previously administered products included for to prevent pregnancy: nuva ring from (B)(6) 2011 to (B)(6) 2012 and depo provera from 2008 to 2009. Concomitant products included nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pain-pelvic/chronic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 5 years 9 months after insertion of essure. On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced the first episode of abdominal pain ("abdominal pain"), psychological trauma ("psychology injury") and the second episode of abdominal pain ("abdominal pain"). The patient was treated with surgery (robotically assisted laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, psychological trauma, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, migraine, dysmenorrhoea and fatigue outcome was unknown and the pelvic pain, urinary tract infection, vaginal infection and the last episode of abdominal pain had resolved. The reporter considered anxiety, depression, device breakage, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage, vaginal infection, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: plaintiff received treatment for pain. Current weight 140 lbs. Discrepancy noted in date of insertion (B)(6) 2013 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. The lot number reported (a46104) is not valid lot number a46104 is not valid. Lot number: a45104 manufacturing date: 2012-08 expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: event outcome of uti and vaginal infection were added and reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion breakage') and device dislocation ('migration of essure device location of device: fallopian tubes') in a 28-year-old female patient who had essure (batch no. A46104-not valid, a45104) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included obesity. Previously administered products included for to prevent pregnancy: nuva ring from (B)(6) 2011 to (B)(6) 2012 and depo provera from 2008 to 2009. Concomitant products included nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pain-pelvic/chronic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 5 years 9 months after insertion of essure. On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced the first episode of abdominal pain ("abdominal pain"), psychological trauma ("psychology injury") and the second episode of abdominal pain ("abdominal pain"). The patient was treated with surgery (robotically assisted laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, psychological trauma, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, female sexual dysfunction, depression, anxiety, migraine, dysmenorrhoea and fatigue outcome was unknown and the pelvic pain and the last episode of abdominal pain had resolved. The reporter considered anxiety, depression, device breakage, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage, vaginal infection, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: plaintiff received treatment for pain. Current weight 140 lbs. Discrepancy noted in date of insertion (B)(6) 2013 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. The lot number reported (a46104) is not valid . Most recent follow-up information incorporated above includes: on 14-apr-2020: update of information (batch is not valid). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion breakage') and device dislocation ('migration') in an adult female patient who had essure (batch no. A46104) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain-pelvic/chronic pain"), abdominal pain ("abdominal pain") and psychological trauma ("psychology injury"). The patient was treated with surgery (robotically assisted laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the device breakage, device dislocation and psychological trauma outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device breakage, device dislocation, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiff received treatment for pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: pfs received: lot no. Was added. Patients demographic was added. Reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion breakage') and device dislocation ('migration of essure device location of device: fallopian tubes') in a 28-year-old female patient who had essure (batch no. A46104-not valid, a45104) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included obesity. Previously administered products included for to prevent pregnancy: nuva ring from january 2011 to february 2012 and depo provera from 2008 to 2009. Concomitant products included nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pain-pelvic/chronic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 5 years 9 months after insertion of essure. On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced the first episode of abdominal pain ("abdominal pain"), psychological trauma ("psychology injury") and the second episode of abdominal pain ("abdominal pain"). The patient was treated with surgery (robotically assisted laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, psychological trauma, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, female sexual dysfunction, depression, anxiety, migraine, dysmenorrhoea and fatigue outcome was unknown and the pelvic pain and the last episode of abdominal pain had resolved. The reporter considered anxiety, depression, device breakage, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage, vaginal infection, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: plaintiff received treatment for pain. Current weight 140 lbs. Discrepancy noted in date of insertion (B)(6) 2013 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. The lot number reported (a46104) is not valid lot number a46104 is not valid. Lot number: a45104 manufacturing date: 2012-08 expiration date: 2015-08 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion breakage') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain-pelvic/chronic pain"), abdominal pain ("abdominal pain") and psychological trauma ("psychology injury"). The patient was treated with surgery (on (B)(6) 2019, salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation and psychological trauma outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device breakage, device dislocation, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiff received treatment for pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-sep-2019: quality-safety evaluation of ptc incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage / expulsion breakage') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain-pelvic / chronic pain"), abdominal pain ("abdominal pain") and psychological trauma ("psychology injury"). The patient was treated with surgery (on (B)(6) 2019, salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation and psychological trauma outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device breakage, device dislocation, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiff received treatment for pain. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.